Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the fluorostar 7800 system would not boot up prior to a case. No patient injury was reported.